Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU), the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additionally, the gore® excluder® aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis. (B)(4). Patient medications include but are not limited to: asa 81mg, statin, ace, beta-blocker, calcium channel blocker plus diabetic medication, vitamins.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for a left common iliac artery (lcia) aneurysm measuring 4cm in diameter. Embolization of the left hypogastric artery was performed and a gore® excluder® aaa endoprosthesis (contralateral leg component) was placed in the left common external iliac artery. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 48mm in diameter; and re-intervention for the lcia aneurysm. Computed tomography showed the originally placed contralateral leg component had migrated down out of the common iliac artery into the aneurysm. Flow into the aneurysm could be seen and the diameter of the lcia aneurysm was reported to now measure 4.7cm. A trunk ipsilateral leg component was advanced and deployed 1-2cm distal to the lowest renal artery with the ipsilateral side placed within the originally placed graft on the left side. The contralateral gate was then cannulated on the right side and a contralateral leg component was successfully deployed. Balloon angioplasty was then performed at the proximal and distal landing zones and overlap zones. The patient tolerated the procedure with good flow achieved and no reported endoleak.

Manufacturer narrative:
(B)(4)